Event description:
It was reported that the patient underwent a surgical procedure to treat bladder prolapse on (B)(6) 2012 and mesh was implanted. The patient experienced pain, dysuria, dyspareunia, trouble sitting, yeast infections, urinary tract infections, erosion of internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent resection of mesh from vagina to groin on (B)(6) 2012.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat bladder prolapse on (B)(6) 2010 and a mesh and monarc hammock sling were implanted.